Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect value occurred. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A functional test was performed and passed relevant testing. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional".

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.